Event description:
We were informed that during vitrectomy procedure, eva did not keep eye pressure and the eye went soft. It appeared to the surgeon that the infusion into the eye had stopped and he had to restart it. Once the eye was pressurized, surgery could proceed. No surgical delay or actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that during vitrectomy procedure, eva did not keep eye pressure and the eye went soft. It appeared to the surgeon that the infusion into the eye had stopped and he had to restart it. Once the eye was pressurized, surgery could proceed. No surgical delay or actual patient harm occurred.

Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the logfiles did not reveal any anomalies. The system was tested in the field but the problem could not be reproduced. Review of the complaint database indicated that no similar issues have been logged on this eva surgical system since the event occurred. Based upon the information available, the root cause of the reported event remains unclear. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis. Since 2019 more than (B)(4) surgeries have been performed with the eva surgical systems installed.